Event description:
It was reported that the graftmaster stent delivery system (sds) was used to treat a pseudoaneurysm of the hepatic artery, post whipple procedure, due to active bleeding and hypotension, diagnosed as hypovolemic shock. The graftmaster stent was implanted with complete exclusion of the pseudoaneurysm, resolution of active extravasation and preservation of hepatic arterial flow. The patient was started on antiplatelet therapy; however, at some point there was significant oozing from the operative site in the abdomen, so the plavix was stopped, possibly for a short period and may have been restarted, but that is not known. The patient remained in critical, but stable condition and on (B)(6) 2015, computed tomography was performed which noted that the hepatic artery and graftmaster stent were occluded. No treatment was reported. The patient continued to decline and on (B)(6) 2015, the patient was moved to comfort care only. On (B)(6) 2015 the patient expired. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of occlusion and death, as listed in the graftmaster coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the graftmaster was used to treat a pseudoaneurysm of the hepatic artery/abdomen. It should be noted that IFU states: the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.